Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of symptoms/ae: post the procedure. It was reported that at the conclusion of the left internal carotid artery stenting procedure, the pt had what appeared to be transient confusion; although, the pt is extremely hard-of-hearing and it was hard to verify the confusion. The speech was appropriate but, there was some delay in answering questions. Otherwise, the pt was neurologically intact. Approximaltely 4 hours post the pt experienced expressive aphasia (word finding difficulty). The pt was seen by a neurologist and a CT scan of the brain was performed which was negative for hemorrhage. A follow-up MRI confirmed a left middle cerebral artery distribution infarct. There was no reported treatment. The pt was discharged to home 2 days post procedure with follow-up involving speech therapy twice a week. Although requested, there is no add'l info available.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. Review of the device lot history record did not reveal any non-conformities which could have contributed to this complaint. Stroke is a known potential adverse event associated with stent usage as listed in the device instruction for use. There was no reported device malfunction.